Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. H6 evaluation conclusion codes: corrected.

Event description:
It was reported that dissection occurred. The patient presented with chest pain. The 99% stenosed target lesion was located in the severly calcified and severely tortuous right coronary artery (rca). The rca had a calcified nodule in the mid segment. Throughout the procedure, multiple devices were unable to cross the target lesion. Following muliple inflations with balloons sized up from 1.00 x 5 mm to 2.00 x 12 mm, the calcifium nodule was tackled with cutting balloons sized up from 2.25 x 10 mm to 3.00 x 10 mm. Following more rounds of pre-dilaiton, stents were still unable to cross the target lesion, even when a guide extension catheter was used. More pre-dilation was done with a non-boston scientific cutting balloon and a 3.50 x 8 mm nc emerge balloon. A distal dissection was noted but a 3.00 x 20 mm synergy stent could finally pass and the distal was stented successfully. Intravascular ultrasound (ivus) was attempted but halfway through, the image was lost, likely because the catheter kinked due to tortuosity and calcium. A 3.00 x 48 mm synergy stent was quickly implanted due to massive dissection. There were no further patient complications and the patient fully recovered.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that dissection occurred. The patient presented with chest pain. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery (rca). The rca had a calcified nodule in the mid segment. Throughout the procedure, multiple devices were unable to cross the target lesion. Following multiple inflations with balloons sized up from 1.00 x 5 mm to 2.00 x 12 mm, the calcium nodule was tackled with cutting balloons sized up from 2.25 x 10 mm to 3.00 x 10 mm. Following more rounds of pre-dilation, stents were still unable to cross the target lesion, even when a guide extension catheter was used. More pre-dilation was done with a non-boston scientific cutting balloon and a 3.50 x 8 mm nc emerge balloon. A distal dissection was noted but a 3.00 x 20 mm synergy stent could finally pass and the distal was stented successfully. Intravascular ultrasound (ivus) was attempted but halfway through, the image was lost, likely because the catheter kinked due to tortuosity and calcium. A 3.00 x 48 mm synergy stent was quickly implanted due to massive dissection. There were no further patient complications and the patient fully recovered.